Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09318. It has been reported the patient's entire system has been explanted due to an infection. Further follow-up revealed the cultures showed the patient had a (B)(6). The patient was hospitalized and is being treated with antibiotics.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.